Event description:
A hyprocure size 6 stent was removed two weeks post-op by a physician due to swelling and redness.

Manufacturer narrative:
A doctor reported to distributor that a hyprocure stent was pulled out two weeks post-op by due to swelling and redness. A biopsy was done to report a pseudo-septic reaction. Doctor would like to know if there is a history of pseudo-septic reactions. Gramedica does not have a history of pseudo-septic reactions. The device was not returned for investigation/testing. A review of the manufacturing paperwork (device records) of the same lot was evaluated and revealed that the processes were met according to the device master record. A review of our inspection paperwork (device records) also confirmed that the mfg processes were met according the device master record. Inherent risks of surgical procedure documented on the device labeling (package insert).